Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had charged his ipg for one hour, and he felt the ipg area was warm afterward for two hours. It was reported the pt was to try charging for a shorter length of time, and to try using a neoprene belt in between the charger and the ipg site. Attempts to determine if the issue had resolved were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.